Manufacturer narrative:
Concomitant medical products: product ID: 3037, implanted: (B)(6) 2015, product type: programmer, patient. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. The device displayed a call your doctor icon and there was a power on reset condition. There was no patient harm reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.